Event description:
It was reported an angio-seal was selected for use post catheterization procedure on (B) (6) 2010. The pt complained of leg pain and had evidence of ischemia according to the post operative report. An arteriogram revealed a subtotal occlusion of the common femoral artery. According to the surgical report, the angio-seal was removed from the artery along with some thrombus. The patient had no further complications post angio-seal removal and was reported to be recovering. The pt was taking prescribed medications (type and dose unk).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor, fragments, or surgical intervention.